Manufacturer narrative:
The field service representative found the analyzer was due for monthly maintenance. He performed the maintenance and the customer ran calibration, qc and verified normal operation. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for one patient sample from the cobas 8000 core unit. The initial result was 11.42 mg/dl and the repeat results were 8.77 mg/dl and 11.48 mg/dl. No questionable result was reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.